Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) lead was sensing both the r-waves and t-waves and that r-waves were measuring from 1-3 millivolts. There were also a high number of short v-v intervals. Attempts to reprogram around the oversensing were unsuccessful and a chest x-ray indicated that the rv lead position had not changed since implant. The rv lead was repositioned to the septal wall with great results and remains in use. No patient complications have been reported as a result of this event.